Event description:
The customer reported that the screen began blanking out during fluoro. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system did lock up during testing. The ge service rep found communication errors on event log. The system interface board was replaced. The system works as intended.